Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The display would appear gray and the issue is become more frequent. The issue began about three weeks ago. It would take the display about 15 minutes or more to work as designed. There were no significant events prior the display anomaly. The batteries used with the insulin pump were the energizer aaa alkaline. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion test and self test. No unexpected display anomaly or backlight anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.